Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 bd ultra-fine¿ needle hubs separated from their bd insulin syringes during use and got stuck in their needle cap. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported some of the orange needle caps on her insulin syringes are on so tight. Stated sometimes the needle comes right off with the cap and gets stuck in the orange needle cap. Stated the first product box had about 2- 3 syringes where the needle came off with the cap and about 7-8 syringes where she could not remove the caps at all.".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0167574. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 8 bd ultra-fine¿ needle hubs separated from their bd insulin syringes during use and got stuck in their needle cap. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported some of the orange needle caps on her insulin syringes are on so tight. Stated sometimes the needle comes right off with the cap and gets stuck in the orange needle cap. Stated the first product box had about 2- 3 syringes where the needle came off with the cap and about 7-8 syringes where she could not remove the caps at all."